Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. It was indicated that there was a metal piece of needle stuck in the adc device. It was indicated that the customer removed the needle. There was no report of death or permanent injury associated with this event.